Event description:
Related manufacturer report number: 3006705815-2022-00489. It was reported that the patient had an infection at the lead site. The patient was prescribed antibiotics, but the issue did not resolve. It was also noted that the patient's leads had eroded. As a result, the patient may undergo surgical intervention to address the issue

Manufacturer narrative:
B3: date of event is estimated.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.